Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported that the smart remote manager was unable to open. The customer rebooted the station and attempted to recover the srm; however, the issue persisted and the srm remained unable to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station and pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no failure was found on the station. A field service engineer (fse) ran a diagnostic, resecured the latch and adjusted the housing to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.